Event description:
It was reported that during a generator change, this right ventricular (rv) lead exhibited high out of range shock impedance measurements higher than 200ohms and high capture thresholds. Technical services (ts) was contacted and recommended possible troubleshooting options. However, the measurements remained high. Additionally, it was mentioned that there were high capture thresholds. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received detailed that the physician was considering an extraction since the measurements remain high. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the describe event or problem (b5) in section b. Adverse event/product prob.

Event description:
It was reported that during a generator change, this right ventricular (rv) lead exhibited high out of range shock impedance measurements higher than 200ohms and high capture thresholds. Technical services (ts) was contacted and recommended possible troubleshooting options. However, the measurements remained high. This rv lead remains in service. No additional adverse patient effects were reported.